Manufacturer narrative:
Additional manufacturer narrative: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the reported error by monitoring the z axis movement, and noted the movement was difficult and the sorter hesitates at the z axis. Fse reproduced the problem while troubleshooting; z axis movement failed after several tip attachments. Fse resolved the problem by replacing the sorter board and playrail cable assembly in the sorter. Fse performed all alignments and ran several tip picks and cups in sorter macros without error. Customer prepared controls and ran without any errors and control results were within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10384602. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4061] sorter tip pickup z-axis home detection failure cause: the home sensor failed to activate after the sorter tip pickup z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty sorter board and playrail cable assembly.

Event description:
A customer reported getting error message " 4061 sorter tip pickup z-axis home detection" on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to open the tip drawer and inspect for fallen tips, some tips were found and removed. Customer also reported door to the reagents was not latching properly. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.